Manufacturer narrative:
The customer reported that the hospital network was being flooded by one of the nk servers. Because this caused the internet to become unusable,the customer closed the hospital side port to stop the multicast from flooding the network. As a result, all of the rns (remote network systems ) in the facility were showing communication loss. Also, all of the devices that were physically at the milford campus, but remotely monitored at the dover campus, were going in and out of comm loss. The reported event was evaluated by the nihon kohden technical support group. Nihon kohden's netkonnect system was sending multicast out through the hospital side's network. The service was stopped and restarted, and as a result, the services and the multicast began going out the correct port. The system was back up and running. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the hospital network was being flooded by one of the nk servers. Because this caused the internet to become unusable,the customer closed the hospital side port to stop the multicast from flooding the network. As a result, all of the rns (remote network systems ) in the facility were showing communication loss. Also, all of the devices that were physically at the milford campus, but remotely monitored at the dover campus, were going in and out of comm loss.